Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a large iliac aneurysm and an abdominal aortic aneurysm 13 months ago. Vessel morphology at the time of implant was not reported. It was reported that the aortic neck dilated and there was loss of proximal seal which created a type 1 endoleak. The decision was made to explant the stent grafts due to the short, angulated aortic neck and loss of the proximal seal zone. The stent grafts were successfully explanted and were returned to medtronic; however, the evaluation is pending. No additional clinical sequelae were reported and the patient is alive.

Manufacturer narrative:
Evaluation: results: - lack of information, pending evaluation of the explanted stent graft. Endoleak. Dilated, short and angulated aortic neck. Conclusions: - lack of information, pending evaluation of the explanted stent graft. Dilated short and angulated aortic neck.